Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during unrelated procedure that the right atrial lead had an insulation breach. The lead was removed and replaced. The patient was stable.